Event description:
It was reported that the patient received inappropriate therapy, due to oversensing on the lead. Noise was observed when the patient moved their arm. The lead was capped.

Manufacturer narrative:
2017865-2009-02198 is a duplicate MDR. The event was previously reported in MDR report number 2017865-2009-00904. Therefore, 2017865-2009-02198 should not exist and should be deleted.

Manufacturer narrative:
No medwatch form was received.